Event description:
The customer reported erroneous white blood cell (wbc), platelet (plt), and hemoglobin (hgb) results for one patient involving the coulter act diff 12 analyzer. The customer analyzed the patient sample three times and it did not reproduce. The initial and first retest erroneous results were released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. An amended result from the second retest was issued to the hospital, which was considered correct. Controls performed prior to and after the event were within specifications for all parameters. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the vacuum pump and vacuum card. Upon replacement, the fse could not get the pump to continue to activate and observed the conditioner board to be faulty and replaced the board. In addition, the fse replaced the red blood cell (rbc) count valve (angar valve 16). Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation.